Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 320mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion test and excessive no delivery test due to motor error alarm. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.